Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead appeared to have an insulation breach. Silicone repair material was applied to the affected area. The lead remains in use. No patient complications have been reported as a result of this event.